Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) went onsite and analyzed the system log file. The analysis of system log file confirmed the system could not communicate with the generator. Upon further troubleshooting, fse identified a defective relay in the mpd control unit, which prevented the generator from starting. The philips engineer replaced the mpd control unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.